Event description:
It was reported, the patient had the device explanted at an unknown date. The rep did not know if the entire system was removed or if it was a partial explant, but he thought the entire system was out. The stimulation was not helping the patient. The patient wanted perfect coverage, a zero on the pain scale. The rep had seen the patient in the past for reprogramming. The adaptive stimulation feature was bothering the patient. The rep noted the system was working fine, but the patient wanted ¿0 pain tolerance.¿ the rep did not know when this started but indicated it was a gradual timeframe. It was also noted, the physician¿s office was notified by the allergist¿s office for a list of materials in the implanted system. It was unknown if there was an allergy or where in the patient¿s body ¿that has the allergy.¿ it was unclear if the patient had an allergy. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 97792, lot# n379081, implanted: 2013 (B)(6); product type accessory product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the spinal cord stimulator was out. The cause of the event was not determined and it was unknown if it was device related. There was swelling around the generator. The patient experienced a loss of therapeutic effect and it was unknown if it was sudden or gradual. Stimulation turned on and off. The patient experienced intermittent loss of stimulation and it was unknown if it was sudden or gradual. There was concern for infection but the patient had negative cultures. X-ray and reprogramming were performed as interventions/troubleshooting. It was noted the patient should have lami lead placed. The patient recovered without permanent impairment.